Event description:
It was reported that pump experienced ongoing malfunction alarms with malfunction code displayed and no notable events occurred before malfunction. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.